Event description:
During a coronary drug eluting stenting treatment procedure, the balloon ruptured. The physician had successfully deployed a taxus express2 2.75 x 20 mm drug eluting stent in an unknown vessel. The balloon ruptured inside the pt at some point during the procedure. No pt complications or injuries were reported. No further info is available.